Event description:
Ous MDR - it was reported that impedance values > 4000 ohm were reported. The lead was replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters of the technical analysis measured during the electrical analysis of the lead were investigated. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.